Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. The device was evaluated upon receipt. Functional verification revealed issues with circulation pump. The device was evaluated upon receipt. Functional verification revealed issues with circulation pump. The circulation pump was replaced. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk performed. Device pass all final tests and is ready to use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out of box failure. No additional actions are needed. Correction: d,f,h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a defective circulation pump in an arctic sun device. Per review of wo on 12feb2026, there was no patient involvement.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a defective circulation pump in an arctic sun device. Per review of wo on 12feb2026, there was no patient involvement.